Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead had exhibited a gradual increase in pace impedance measurements from 500 ohms to 785 ohms. It was noted that shock impedance measurement was 70 ohms, and shock impedance trends were characterized by a gradual increase in measurements. Threshold measurements had also increased from 2v@1ms to 2.4 @1ms. The patient is not pacer dependent. The field representative inquired about next steps following potentially successful defibrillation threshold (dft) testing, however it was unclear whether dft testing had been performed. Additional information received confirmed that dft testing was performed at device change out procedure; the shock impedance measurement was 58 ohms. This rv lead remains in service. No adverse patient effects were reported.